Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of hemorrhage are listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of vessel closure devices. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information it appears that the prostyle device needles were deployed through the non-abbott device sheath. This interaction can occur due to multiple access sites. A device sheath inserted at a bottom access site can interact with the device/ needle deployment at a top access site due to crossing paths. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a multi-access site venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional pulse field ablation procedure. The sutures of two prostyle devices were successfully pre-placed at the top access site while a non-abbott device was placed at the bottom access site. The sheath was upsized to a 16fr sheath and the interventional pulse field ablation procedure was completed. Reportedly, post-procedure, hemostasis was not adequately achieved with the initial two prostyle devices. A third prostyle device was successfully placed and all three sutures were tightened and hemostasis was achieved. However, the non-abbott device at the bottom access site could not be removed until it was forcefully removed. Once the non-abbott device was removed it was noted that there was bleeding at the top access site. It seemed that the third prostyle device went through the sheath of the non-abbott device, pinning it up against the vessel wall. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.